Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-12990, revealed that the tip of the scorpion had broken. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion broke off inside patient. This occurred during use in a case with no patient effect. All fragments were retrieved

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.